Event description:
The reporter stated the surgeon implanted a cc4204bf collamer single piece lens. The surgeon performed a yag posterior capsulotomy approximately four months ago and noted recurrence of opacification on the posterior aspect of the iol. The surgeon also noted bubbles growing back on the iol, on an area of previously clear lens inside the area already lasered. The iol remains implanted.

Event description:
Additional information received - the reporter stated the surgeon performed a second yag capsulotomy and the problem was resolved.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - opacification on iol, bubbles on iol, device remains implanted. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that 4 months after posterior yag capsulotomy, opacification at the central posterior portion of the lens was noted. Another yag capsulotomy was performed which resolved the problem. This event is commonly due to hyperactive lens epithelial cells that migrate to the posterior capsule and cause opacification. It is highly likely that the initial yag capsulotomy created was small, and the lens epithelial cells found their way into the remaining portion of the posterior capsule. This would explain why it resolved after the second yag. If this was due to the lens material itself, the yag would not resolve the problem. (B)(4).